Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned and carefully examined. Visual inspection revealed calcified body fluid (calcification) covering over proximal shocking coil and base around mesh screen distal porous tip. Depending on how much calcification was on the tip before the lead was explanted, the impedance measurement could have been affected. This lead passed continuity test. Laboratory analysis confirmed the allegation.

Event description:
Boston scientific received information that during routine patient follow-up, this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing lead impedance measurement of greater than 2,000 ohms along with low sensing values and high pacing threshold measurement of 4.5 v at 1.5 ms. Additional information indicated that the cause of high pacing impedance was not conclusively identified; however, the health care professional (hcp) postulated of possible scale deposits around the lead body. The system was explanted. No additional adverse patient effects were reported.